Event description:
It was reported to philips that the system's foot switch connector was failing. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy cable was not functioning. The resolution is not available as this work order was cancelled and there are no findings available. No further information regarding the issue has been provided. No service has been performed by philips since the service was cancelled. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.